Event description:
Rptr noticed that they were carrying three bd ultra fine needle insulin syringes with them to work. Two of the syringes had their plungers pushed all the way in. Over the twenty five years of taking insulin this has never happened to rptr. When rptr returned home they checked another 10 syringe bag and found 2 more pushed in syringes. The box is bd ultra-fine needle insulin syringe with #328466 with a box of u-100, 29 gauge 1/2" -12.7mm - needles and the box has 10 packs. Rptr thought this suspicious because of bd's near perfection of their products. Rptr has used their product for that period of time.